Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned with the original guidewire inserted but the guidewire could be removed without issue. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during a paroxysmal atrial fibrillation and typical flutter a farawave was selected for use. During procedure, when putting the catheter back into the body the guidewire was unable to move forward or back. It was attempted to advance the guidewire, but it did not move forward. The device was removed from the body and tried to move the guidewire; it still did not move. Tissue was seen at the tip of the catheter. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a paroxysmal atrial fibrillation and typical flutter, a farawave was selected for use. During procedure, when putting the catheter back into the body the guidewire was unable to move forward or back. It was attempted to advance the guidewire, but it did not move forward. The device was removed from the body and tried to move the guidewire; it still did not move. Tissue was seen at the tip of the catheter. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.